Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the physician pulled the catheter with the clip off the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was fully deployed, and the clip was returned with the device. The clip prongs were locked into the capsule and the over sheath was not returned. A kink was noticed in the control wire near the handle of the device. A label was returned with the device and noted that the device was from batch ml001556c5. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the physician pulled the catheter with the clip off the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.